Event description:
In 2004, the MFR received notification that a pt implanted with an implantable ventricular assist device (ivad) system had no fill signal and was operating the async backup mode. All electrical connections were checked and verified to be attached and intact. The signal processor was disconnected and reconnected to have it go through a self-check, which completed successfully. Medical steps were taken to improve filling with no success. The pt was returned to or for further exploration. Upon examination, the pump placement was good. An electric lead or sensor problem was suspected. The electrical leads were replaced individually. The 5' lead produced no change. When the signal processor lead was changed the fill signal returned and normal volume operation was reinstituted.

Manufacturer narrative:
The device has been received by the MFR and is undergoing eval. No further info is available at this time.